Event description:
The customer reported at a recent pacemaker replacement procedure for normal battery depletion, the physician removed this right atrial lead and a competitor's right ventricular lead, due to increasing threshold measurements. The atrial lead was extracted and discarded (it was damaged during the extraction process). A new pacing system was successfully implanted and no adverse patient effects were reported. The atrial lead was actively implanted for approximately 6 years, 9 months.

Manufacturer narrative:
The atrial lead was extracted and discarded (damaged during extraction procedure), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.